Manufacturer narrative:
(B)(4). PMA/510(k) #: pre-amendment. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
When the device arrived at the hospital, it was noted that there was an unidentified foreign matter sealed inside the sterile pouch. Therefore, it was replaced with another 025706-s1. This product was not used on a patient.

Manufacturer narrative:
H6 ¿ results codes: 4244, packaging contains unintended material. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, and quality control data. One unopened package labeled rpn 025706-s1 with label lot number 8754583 was received. A visual examination of the sealed package confirmed black fuzz like foreign matter trapped inside the package. The device history lot record noted there were no non-conformances associated with the complaint device lot number. A search of complaint records found this is the only complaint associated with lot number 8754583. A document review identified that there was a quality control inspection procedure in place to inspect for foreign matter on 100% of product after being packaged. The cause of this complaint is manufacturing related. Measures are in process to address the issue of foreign matter. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
When the device arrived at the hospital, it was noted that there was an unidentified foreign matter sealed inside the sterilisation pouch. Therefore, it was replaced with another 025706-s1.